Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String came off- tampon [device breakage]. Case narrative: relative reported via phone that the tampon string came off when daughter removed the tampon. No injury reported.

Event description:
String came off- tampon [device breakage] case narrative: relative reported via phone that the tampon string came off when daughter removed the tampon. No injury reported.

Manufacturer narrative:
Product investigation is in progress